Manufacturer narrative:
The device was returned to an olympus service center for evaluation. The evaluation of the device is still pending. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. Three documented attempts were performed to obtain additional information, such as the customer's microbial test results and the their cleaning, disinfection and sterilization checklist, but no response has been received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices, results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The user provided their cds practices of the subject device where: precleaning: suction process and flushing process were performed. Detergent: anioxyde 1000. Manual cleaning: detergent: anioxyde 1000, brush: nova'clean vytil. Manual hld: performed. Disinfectant: salvanios. Aer: medivator isa, detergent: intercept plus, disinfectant: rapicide pa a and b. Storage: surestore. The device was evaluated where no abnormalities were found that could have led to the positive culture. A defect was noted where the suction cylinder was scratched however, this defect alone is not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.